Manufacturer narrative:
Customer found that the head up valve was defective. Customer replaced the head up valve to correct this issue.

Event description:
No head up function, no incident was reported as a result of this issue.